Event description:
It was reported the pt has not used her scs system in over a yr since the stimulation did not provide adequate pain relief. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.